Event description:
The initial reporter stated they have been having issues with quality control and patient sample recovery for ise tests and some photometric tests on the cobas 6000 c (501) module. The customer had calibration errors for multiple tests. The customer performed maintenance actions and replaced system reagents, but continued to have issues. The customer provided data for four patient samples which had discrepant test results. No incorrect results were reported outside of the laboratory. Results from the following tests were affected: ise indirect na, k, for gen.2 and phos2 phosphate (inorganic) ver.2. The first patient sample initially resulted in a na value of 168 mmol/l, which repeated as 133 mmol/l. The second patient sample initially resulted in a phosphorus value of 46 mg/dl, which repeated as 3.3 mg/dl. The third patient sample initially resulted in a na value of 186 mmol/l, which repeated as 142 mmol/l. The fourth patient sample initially resulted in a na value of 164 mmol/l, which repeated as 138 mmol/l. This sample initially resulted in a k value of 5.99 mmol/l, which repeated as 3.85 mmol/l. The na electrode lot number was v0987, with an expiration date of 05-dec-2022. The k electrode lot number was d3704, with an expiration date of 06-nov-2022. The phosphorus reagent lot number was 618956. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer found a clogged vacuum nozzle which caused the cells to overflow and leak into cells around it. The rinse mechanism nozzles were cleaned. The gear pump pressure was checked. Probe adjustments and washes were checked. Maintenance actions of washing the reaction parts, incubator water exchange, and cell blank measurement were performed. The customer ran calibration and controls; these passed.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was not ok and had errors. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple calibration alarms occurred on the day of the event near the time the sample was processed. The investigation determined the service actions resolved the issue.